Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) with this adapter and chronic implantable defibrillation lead, a shorted condition fault code was observed during defibrillation threshold (dft) testing. It was reported that all lead measurements prior to dft testing were stable and acceptable, however, following dft testing, low out of range shock impedance measurements were observed. Boston scientific technical services (ts) recommended replacement of the device and lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead and adapter were surgically capped and abandoned and the device implant was aborted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.